Event description:
I am an od. I have been seeing a large number of ekc cases and in 2008; I saw a total pts. When I looked at what seemed to be the same with all of these, I noticed that around 80% were patients that were wearing av lenses, either oasys or advance and also using optifree replenish. I wasn't sure if these numbers were significant, but I feel as though I have a duty to report this as it seems almost more than a coincidence that these are not related to a contact lens/solution association. I would be grateful for any input or guidance you may be able to give me. Thank you.